Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy procedure, the arm triggered a non-recoverable error. The surgery was completed with the remaining three arms. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated an error code for 'linked to arm angle discrepancy' was observed. This can occur from a high force on the instrument drive unit (idu) while removing an instrument from the arm cart assembly. The arm cart was checked on site and calibrated successfully. Evaluation of the logs for the arm cart assembly indicated an error code for 'linked to subsystem robotic assembly validation - desired vs. Actual' was noted, which reports a subsystem non-recoverable inoperable error. An error code for 'linked to external torque main system controller - position error accumulation' was also noted, which reports a subsystem recoverable inoperable error. Both error codes can indicate that extra force may have been put on robotic arm joint 6, leading to an overdrive condition and consequent errors of mismatch in desired and actual position. There were also occurrences of other error codes, which are likely a consequence of the arm cart going into a non-recoverable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to improper preparation if the system is not used as intended. Replication can occur if excessive force is applied to the robotic arm or idu. The instructions for use (IFU) states, "do not apply excessive force while adjusting the fulcrum point, including raising all fulcrum points/arms or lowering the bed while docked. This places very high forces on ports and can result in port breakage and patient injury.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy procedure, the arm cart assembly triggered a non-recoverable error. The surgery was completed with the remaining three arms. There was no patient injury.